Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h10. H4: the lot was manufactured from august 26, 2022, to august 27, 2022. H10: the device was received for evaluation. A visual inspection with the naked eye noted a dark brown particle, measured to be 0.10 square mm in size, and was embedded in the material of the tubing line. The particle was not in the fluid path because it was embedded in the material of the tubing line. The particle was identified to be a mixture of polyvinyl chloride (pvc) and phthalate material via ftir test. Pvc is the raw material of the device tubing line. Fragment of burnt pvc (brown particle) can potentially be embedded in the material of the tubing during the manufacture of the tubing. The unit was found to meet specification and there was no product non-conformance. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of a large volume folfusor had an impurity. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter phone no (B)(6). Should additional relevant information become available, a supplemental report will be submitted.